Event description:
It was reported that the farawave pulsed field ablation catheter was prepped according to the instruction for use. Prior to inserting the sheath, it was visually confirmed that there was an active drip coming from the proximal catheter tip. After completing the pulmonary vein isolation, and application was about to begin to treat the cavotricuspid isthmus (cti), the physician noticed that the table was soaking wet. The catheter was irrigated, and no issue was noted with the irrigation system. Further inspection revealed that the fluid bag used with the catheter had been completely emptied. Additionally, the catheter handle had been leaking earlier. Immediately, the catheter was withdrawn from the body, and the cti ablation was completed using a non-boston scientific rf ablation catheter and non-boston scientific rf generator. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.